Event description:
Invalid result(s): invalid results. The user reported that they took two tests and both produced a test line but did not produce a control line. Purchased from walmart.

Manufacturer narrative:
The current complaint is pending investigation from acon's contract manufacturer. Acon will submit a follow-up MDR upon investigation completion. Any additional information received by acon may be included with a follow-up MDR.